Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc) at high capture thresholds during the right ventricular autothreshold (rvat) test. The health care professional (hcp) decided to disable the rvat feature. The lead remains in use. No adverse patient effects were reported.